Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/27/2022. H6 component code: g07002 no device problem found. Additional information: d2b, d9, g4, h3, h6. H3 investigational narrative: ten packets of product code f2829 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. The needle did not hold to the thread/ separated from the suture intra-op. There were no patient consequences reported. The procedure had 5 min of delay the time for surgeon to check sutures.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch rgbccr and no non-conformance were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: please provide product code f2829. How many sutures separated from the needle on this one patient during this single surgical procedure? 4 units. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op) or after use on patient (post-op) intra-op. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail? No patient consequence. 5 minutes of delay the time for the surgeon to check the sutures. The following information was requested, but unavailable: please provide procedure name and date? How was procedure successfully completed? Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Events were submitted via 2210968-2021-12155, 2210968-2021-12156 and 2210968-2021-12158.